Event description:
"Defective port, ruputer of catheter"

Manufacturer narrative:
The product associated with this report has not yet been analyzed. Based on the implant date provided by the reporter, the connector type is assumed to be a taper I. A gross visual examination of the returned device determined the access port tubing connector to be a taper I. Complete analysis of the device could not be performed as the device appears to have been lost prior to receipt by device analysis laboratory. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port, or the connector tubing." "Caution: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage."